Event description:
It was reported that two 30 degree 5mm laparoscopes broke during a procedure. Due to heavy abdominal wall and angle of use, the scopes apparently cracked. Neither scope was usable after 10 minutes of use. No adverse consequences were reported.

Manufacturer narrative:
Investigation is on-going. Once complete, a follow-up report will be submitted.